Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received notification alert for non-sustained lead noise due to t-wave oversensing. Reprogramming was recommended.